Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11153.

Event description:
It was reported that during a knee procedure, the screw was found to have different length than the label described. There was no reported adverse event as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Dimensional analysis was conducted on three pieces of each size and confirms that the item number 103533 measures as 20mm and the item number 103531 measures as 30mm. Visual inspection was conducted on the remaining returned product and found that all returned 30mm screws measured as 20mm and all returned 20mm screws measured as 30mm. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the manufacturing process if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01107 0001825034 - 2019 - 01108 0001825034 - 2019 - 01109 0001825034 - 2019 - 01110 0001825034 - 2019 - 01111 0001825034 - 2019 - 01114 0001825034 - 2019 - 01115 0001825034 - 2019 - 01116 0001825034 - 2019 - 01118 0001825034 - 2019 - 01119 0001825034 - 2019 - 01120 0001825034 - 2019 - 01121 0001825034 - 2019 - 01122 0001825034 - 2019 - 01123 0001825034 - 2019 - 01125 0001825034 - 2019 - 01127 0001825034 - 2019 - 01129 0001825034 - 2019 - 01131 0001825034 - 2019 - 01132 0001825034 - 2019 - 01133 0001825034 - 2019 - 01134 0001825034 - 2019 - 01137 0001825034 - 2019 - 01139.

Event description:
It was reported that during a knee procedure, the screws labeled as being 20mm in length actually measured as being 30mm in length and the screws labeled 30mm in length actually measured as being 20mm in length. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.